Manufacturer narrative:
On 20th dec 2018 the r&d project manager checked the retrieved device commenting: the mobile pin is broken as described in the complaint. It is possible this occurrence may be influenced by wear of the instrument , damage during prior use. A new version of the instrument with more robust mobile pin is available . Batch review performed on 03 january 2019: lot 106625: (B)(4) items manufactured and released on 16 september 2010. No anomalies found related to the problem. To date, this is the first similar event reported on items of the same lot.

Event description:
The event occurred during total hip arthroplasty with amis approach. During femoral processing phase, the mobile pin of the broach handle broke. The pin was blocked into the broach preventing the use of universal broach extractor. The broach was removed using instruments of the basic set. The stem, with the same size of the broach, was implanted as surgery planning. No patient harm reported. No delay during the surgery.